Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and the issue could not be reproduced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t heating and cooling performance of the patient circuit were out of specification. This issue was identified by a livanova field service representative during routine maintenance. There was no patient involvement.

Manufacturer narrative:
H10: the device was working properly and the reported issue was most likely caused by a wrong method by the operator to perform test,thus the reported event is being assessed as non reportable.

Event description:
See initial report.